Event description:
It was reported that the inside of the prowler 14 microcatheter was occluded, and therefore, an agility .014 micro guidewire could not be advanced through the microcatheter inside the patient. No kinks or compressions were noted in the microcatheter, according to the reporting affiliate. The microcatheter was exchanged for another microcatheter of the same size, and the procedure was successfully completed. There was no report of any adverse consequences to the patient.

Manufacturer narrative:
It is not known if an adequate flush was maintained through the microcatheter (mc). According to the IFU, infusion catheters require a continuous flush during the procedure, in order to maintain the lubricity of the coating. Failure to hydrate the catheter may compromise the coating and lubricity of the catheter. It is not known if this procedural factor contributed to the report of the occlusion of the mc, during insertion of the agility wire and or to the loose ptfe found after splitting open the prowler mc. One non-sterile prowler 14 micro-catheter was received with a cordis .014 agility guide-wire inside of it. The microcatheter was noted to be accordioned, and contained flattened sections on its distal end. The guidewire was stuck inside of the microcatheter, and attempts to remove it were unsuccessful. These attempts to remove the wire worsened the accordioned area. The inner diameter of the microcatheter tip was found to be within specification; however, the length of the microcatheter was found to be elongated. The returned unit was sectioned longitudinally, and the guidewire was removed. Upon removal of the guidewire, strands of loose ptfe were observed. This condition may have occurred during the longitudinal sectioning of the microcatheter. A cross section of the hub was also performed, with no evidence of lumen obstruction observed. Light optical examination revealed voids within the proximal end of the body at hub cavity. Manufacturing records were reviewed and no anomalies were found. The exact cause of the blocked/obstructed condition reported by the customer could not be conclusively determined. Loose ptfe found inside the inner lumen of the microcatheter might have contributed to the reported difficulty experienced by the customer. The exact cause of the loosened ptfe has not been determined.